Event description:
It was reported that the caregiver found the insulin cartridge empty for most of the day, resulting in prolonged hyperglycemia until the caregiver performed a supply change and administered 6 units of rapid-acting subcutaneous insulin; the patient uses a dexcom g7 and the event was associated with an infusion set or connector issue and a cartridge issue, with troubleshooting and education completed and no device alerts or alarms reported. Symptoms included hyperglycemia only. Outcomes included no medical intervention beyond caregiver support, no hospitalization, no ketone testing, and no acute complications. Investigation included user troubleshooting and education. Investigation of this case revealed user setup or maintenance factors consistent with the cartridge being empty, which interrupted insulin delivery and led to elevated glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of the infusion set or connector and running the cartridge empty.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.